Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the tightrope was torn. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully using a different technique: the button technique was replaced by the screw technique. It was not necessary to do a second surgery.